Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) was not confirmed due to a lack of sample; however, per the complaint information the root cause of the se 2240 is due to air being sucked into the disposable through an open clamp on an unused supply line. The lot number is unknown; therefore a batch review cannot be performed. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. Similar reports have been received by baxter for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Event description:
A customer contacted (B)(4) regarding a system error 2240 alarm that appeared on the home choice (hc) during dwell 1. (B)(4) had the home patient (hp) close her transfer set and all the disposable line clamps. The hp stated that the supply line not in use with the blue clamp was left open in error. (B)(4) explained the alarm and assisted in troubleshooting. The hp was to set up the hc with new supplies. (B)(4) explained to monitor the initial drain volume (idv) to ensure a full dwell was drained before fill 1. There was no patient injury or medical intervention indicated at the time of the initial report. During follow up, the home patient's (hp) nurse said she was not aware of the alarm but that the hp's therapy was going well. She said she would talk to the hp about the use error. No patient injury or medical intervention was reported.